Event description:
A customer reported experiencing no phaco power during a procedure. The case was completed using an alternate system. There was no pt harm reported.

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The system was used for the remainder of the day with no further problems reported. The facility did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).